Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, broken shell, around 0-25% of the shell is missing, flat creases. A leak test was performed and found one opening and a broken shell. A microscopic analysis identified: a sharp curved opening on the plug strap bond edge assessed as unidentified(tear) opening (a dimension measurement in the shell was performed which identified the thickness within specification) and broken shell with striated edge on anterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. Broken shell with striated edge assessed as surgical damage. Missing shell that is assessed as inconclusive.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.